Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error code 41622. No patient involvement reported.

Manufacturer narrative:
Other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device looks pretty new. Functional testing found device shows error code 41622 which is an issue with the motor, the optical switch or mainboard. The root cause of the reported issue was found to be component failure. Actions were taken to mitigate the reported issue: motor, optical switch and mainboard will be replaced., corrected data: d1.